Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, pump received with cracked battery tube threads. Broken reservoir tube lip. The p-cap does not locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.